Event description:
Implantable cardioverter defibrillator malfunction. Inappropriate implantable cardioverter defibrillator shock due to atrial fibrillation. Post device check noted several device error codes. Per boston scientific (manufacturer) recommend device and lead replacement given lack of certainty of device's ability to deliver defibrillation shock if needed. See error code below: "a short circuit condition was detected during shock delivery. Evaluate pulse generator and lead system integrity and consider replacement of one or both components. Contact technical services with code 1004"."high voltage has been detected on leads during a charge. Contact technical services with code 1006". Phone number: 1-800-cardiac. Reference report: mw5148073.